Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope and dizziness. Boston scientific technical services (ts) was contacted for a request to review device data. Ts was unable to review device data and advised to interrogate the patient's device with a programmer. This device remains in service. No additional adverse patient effects were reported.